Event description:
Procedure type: lap hernia repair. According to the reporter: part of the locking mechanism broke and the pin fell out. It was found outside the pt's cavity. A new instrument was used to complete the procedure. Or time delay was minimal. No pt injury was reported.